Event description:
The clinician reports the implant was inserted (B)(6) 2015 in fdi 46 of the patient's mouth. On (B)(6) 2019, fracture of the implant was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain and inflammation. No further patient complications were reported.